Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to establish rf telemetry between the implanted device and the merlin at home transmitter. The device was later successfully upgraded to the latest firmware and successfully in syncing the device to a new rf merlin at home transmitter. Patient was stable.